Manufacturer narrative:
Complaint conclusion: during an unknown procedure, it was reported that a two poweflex pro percutaneous transluminal angioplasty balloon catheters (4 x125mm and 9 x 80mm) could not be retracted through a 6f crossover sheath (non-cordis) after deflation. There was no patient injury reported. Multiple attempts to gather additional information have been unsuccessful; therefore, no further information is available. (B)(4): one non sterile catheter powerflexpro 9mm2cm 80 was received coiled inside a plastic bag. Balloon was previously inflated. No other damages were noted in the device. Dimensional analysis for od proximal seal was performed using the vernier as go ¿ no go at 1.88 mm, and the od proximal seal was found within specification since the od could be passed the 1.88mm. Dimension spec of proximal seal outer diameter x = 1.88 mm. An attempt to perform insertion/withdrawal test was made as with a 0.035" lab sample guide wire and the wire when through the shaft as expected. Insertion/ withdrawal test was made with the received sheath introducer, the unit passed through the csi without any difficulties. A review of the manufacturing documentation associated with this lot was not performed since lot number was not provided. The reported pta system/withdrawal difficulty-through guide/sheath of both percutaneous transluminal angioplasty catheters returned was not confirmed as the devices performed as intended during functional analysis. Based on the limited information available for review, factors contributing to the difficulty experienced by the customer could not be determined. Neither DHR nor the product analysis suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The patient's gender is unknown. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #9616099-2014-00503 and 9616099-2014-00504.

Event description:
During an unknown procedure, it was reported that a two poweflex pro balloons (4 x125mm and 9 x 80mm) could not be retracted through a 6f crossover sheath after deflation. There was no patient injury reported.